Event description:
Patient reported that a 5-fu chemotherapy infusion that should have lasted approximately 44 hours infused instead over ~20-24 hours. The infusion was via elastomeric pump bbruan easy pump. Patient reported significant side effects that he attributed to the infusion finishing sooner than it should have.